Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 5 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to hemolysis. The pump will not be returning. No additional information provided.

Manufacturer narrative:
A specific cause for the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.